Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance 2 morning in a row due to low blood glucose. On (B)(6) 2019 the customer had blood glucose of 15 mg/dl at the time of the incident. The customer was at 308 mg/dl at the time of the call. The customer was given glucose tablets and intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer received a hardware low level failures alarm during a self test but was able to clear it. Troubleshooting was completed and no other issues were found. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.